Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 16114074 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting the needed coverage. The patient had some contacts that had high impedances. The patient underwent a revision procedure wherein the leads, splitters and clik anchor were replaced. The patient was doing well postoperatively.